Manufacturer narrative:
(B)(4).

Event description:
It was reported "extension line is enlarged after pressure injection through distal lumen. After injection the distal lumen extension line appeared to have enlarged. Line was clamped and not used, using the other two lumens for infusion. Peripheral line was placed and catheter remove, all good with patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "extension line is enlarged after pressure injection through distal lumen. After injection the distal lumen extension line appeared to have enlarged. Line was clamped and not used, using the other two lumens for infusion. Peripheral line was placed and catheter remove, all good with patient." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual analysis revealed the distal extension line was stretched/ballooned towards the luer hub. The observed damage appears consistent with unintentional over pressurization of the extension line during use. The stretched portion of the extension line measured 0-83 mm from the luer hub. The distal extension line outer diameter in a non-stretched area measured 0.084", which is within the specification limits of 0.084"- 0.088" per distal extension line extrusion product drawing. The distal extension line inner diameter within the luer hub measured 0.059", which is within the specification limits of 0.055"-0.059" per product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed using a lab inventory 10ml syringe filled with water. Blockages in the form of medication and biological material were identified within the distal extension line and catheter body, respectively, which likely contributed to the over pressurization of the line. The blockages were not able to be removed from the catheter. The other extension lines flushed as intended. The IFU provided with this kit informs the user, "warning: ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications." The report of a stretched/ballooned extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed the distal extension line was stretched/ballooned towards the juncture hub. The observed damage appears consistent with unintentional over pressurization of the extension line during use. During functional testing, an occlusion was observed within the distal extension line and catheter body. An occlusion within the catheter could contribute to a rupture. Based on the customer report and the sample received , unintentional use error (occlusion leading to over pressurization) caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.